Event description:
The customer felt as if they had high blood glucose all day. They received a result of "hi" at 2pm. They retested at 4:30pm and received a result of "hi" and injected 14 units and went to bed. The customer stated they didn't wake up until the next evening. Their family called paramedics and they tested, the result is unk. The customer was given a glucose IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.